Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s controller used to have programs one and two, but now two was not there. The patient stated that they had their device reprogrammed in may and within the past month they noticed there was no program two. The patient stated they also couldn¿t see their position. The patient had group a and b and at the time of the call the patient was on group b. Patient services reviewed how to change to group a. When the patient changed to group a the controller asked the patient if they wanted to turn adaptive stimulation on. The patient changed group a and saw one program in group a. Patient services reviewed that both groups only had one program and group a was the group with adaptive stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that the patient did not switch to group a. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.